Event description:
213 days after a drug eluting stenting treatment procedure the pt had a reintervention of the index procedure. The target lesion being treated in the index procedure was a 2.5mm 90% stenosed region of the 1st diagonal (1st diag) artery. The physician treated the lesion by successfully placing a taxus express2 8.8% 2.50x16mm drug eluting stent in the 1st diag. A dissection occured at target lesion. The dissection was treated by an unknown procedure. 3 days later the pt was discharged on plavix, lipitor and aspirin. 213 days after the procedure the pt required a reintervention of the target lesion for in stent focal restenosis. In the opinion of the physician the relation of the restenosis to the taxus stent is "probable".

Event description:
It was further that target lesion 1 was located in the 2nd diagonal with 90% stenosis and was 16mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation, resulting in a focal dissection at the target lesion which was treated with placement of a 2.5x16mm taxus stent. Final angiography showed 0% residual stenosis and no residual dissection. Due to the patient's high anticoagulation requirement, hospitalzation was prolonged until her inr became therapeutic. The patient was discharged 3 days later on asa and plavix therapy. 213 days after the procedure, the patient was admitted with 1-week history of increasing exertional and non-exertional chest pressure. Selective left coronary angiography revealed high-grade proximal instent restenosis of the previously placed 2nd diagonal stent. Per catheterization report, the 2nd diagonal stent extended into the mid lad, which was occluded distal to diag2. Bypass graft angiography on the same date showed mild 20-30% plaquing of the svg to lad. The 2nd diagonal was treated with cutting balloon angioplasty and placement of a 2.5x8mm taxus stent, reducing the stenosis to 0% following post-dilatation. The patient was discharged 4 days later on continued plavix therapy with asa temporarily held pending repeat inr. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable.